Event description:
As reported by hosp, it was not possible to decrease the pressure of an inflation device. They were able to replace it with another device which worked fine. There was no pt injury.